Event description:
It was reported that the customer was in the emergency room due to large ketones and high blood glucose of 350mg/dl, and she was treated with the insulin pump and fluids. Troubleshooting was performed. The mother stated that the device alarmed no delivery the night before, but it did not happen at time of call, and the caller was advised to continue using the insulin pump. However, the customer's blood glucose was still high in the morning, and the doctor recommended going to the hospital, where she was treated with an insulin drip and released with blood glucose of 123mg/dl. The mother stated that customer was advised to use the back up plan and not the insulin pump. The caller stated that the doctor requested having the insulin pump replaced as the device was not functioning properly. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.